Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Alleged failure: heat shrink damage. Probable root cause: non-conforming component, poor assembly process, misuse, use error. The device manufacture date is not known. (B)(4).

Event description:
It was reported that heat shrink damage occured. Surgery was completed successfully with no medical intervention, surgical delay, or adverse consequences.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that heat shrink damage occured. Surgery was completed successfully with no medical intervention, surgical delay, or adverse consequences.